Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported worn keypad which was reproduced when the device would not power on using the on/off key and the #0 key was found to be inoperable. The reported symptom was verified and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a worn keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.